Event description:
Boston scientific received info that the pt with this right ventricular (rv) lead indicated the day after the implant procedure, she was getting up (with help) to use the bathroom and this rv lead fell out of place and she coded. The pt was then placed on an external pacer until the lead could be repositioned a few days later. The pt stated they had to "put a screw" into her heart. Pt svs inquired if she meant a fixed or corkscrew like lead tip and the pt indicated no, she could see the actual screw on the x-ray. The pt indicated she had not had open heart surgery. Add'l info was requested; however, no further info is currently available. Our records indicate this lead remains implanted. If add'l info is received, this report will be updated. The provided implant and event dates do not match the event description.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.